Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown locking screw and unknown lot number. Implant date: four years ago, exact date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): this report is for an unknown extraction screw/unknown lot. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is for 1 unknown extraction screw.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the products used were for a femoral fracture case that had been implanted in the patient for 4 years, exact date unknown. The surgeon removed one screw each from the proximal and distal screw holes without any problem. However, when he tried to remove 3 other screws from the distal screw holes, the screws were stuck. Extraction screws and 4.0 carbide drill were used, but they didn¿t work. The plate was removed along with the 3 stuck screws by using a pair of pliers in the end. There was a surgical delay of 30min. This complaint is for 1 unknown locking screw. This report is 3 of 11 for (B)(4).